Event description:
It was reported that the patient experienced urinary retention following placement of a urethral support system in 2002. Following discharge, the patient was re-hospitalized and returned to the operating room on the following month for lysis and excision of sutures of an anterior repair. Retention of urine resolved 7 days later. The patient had a suprapublic catheter in situ.